Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed noise, high pacing impedance, and high capture threshold on their right ventricular (rv) lead. It was also noted that the physician suspected rv lead fracture. The physician elected to explant and replace the rv lead. The patient condition was stable before, during, and after the procedure.